Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) polytetrafluoroethylene (ptfe) inner lining was peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was found to be stuck in the proximal end of the microcatheter. The stent was released from the proximal end of the microcatheter in analysis with force and found to be deformed. There was polytetrafluoroethylene (ptfe) wrapped around the stent. There was blood on the catheter shaft. The catheter shaft was kinked in multiple places. During functional inspection the device could not be flushed and the patency mandrel could not be advanced into the catheter hub. The patency mandrel 0.0158 was advanced through the distal end of the microcatheter, as the mandrel advanced to the proximal end of the microcatheter a blockage was felt. The microcatheter was cut where the blockage was felt during analysis, and the stent was located. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported that during anterior communicating artery (a-com) aneurysm embolism case while advancing the stent to the catheter they felt a resistance and cannot advanced, the resistance was felt advancing the stent in the microcatheter. The concurrent stent was returned deployed inside the subject microcatheter hub and shaft. The patency mandrel was advanced distally in order to locate the stent. The microcatheter was cut in order to retrieve the stent. Once removed it was noted that the distal end of the stent was covered with what appeared to be a layer of ptfe from the inner lumen of the catheter. The stent was observed to be deformed. It is likely the ptfe inner layer was damaged when resistance was felt advancing the stent in the catheter shaft. The catheter shaft was found to be kinked in multiple arears but not the location where the stent was located. The concurrent stent was found to be deformed during analysis which could have contributed to the event. The as reported and analyzed event of catheter shaft friction as well as the analyzed damage of the catheter shaft block/occluded and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.